Manufacturer narrative:
B5 describe event or problem - correction. B6 relevant tests/laboratory data, inclu - correction. H2 correction.

Event description:
Subsequent to the supplemental MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. Date of event is an approximation. On (B)(6) 2025, it was reported that the pediatric patient experienced an adverse event where the patient was using omnipod 5 and experienced an issue where the pump stopped functioning for several hours. During this time, the blood glucose monitor showed hypoglycemia, prompting the child's mother to make one or more blood glucose adjustments based on the cgm reading. The patient experienced vomiting and severe headaches. It was stated that the patient had developed ketosis (hyperglycemia). The recorded ketone level of 4.0 and 5.2 mmol/l and the blood glucose reading was 22.2 mmol/l. The patient was subsequently taken to the hospital. The patient was treated (specific treatment not reported) and discharged the same day. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
B1 adverse event and/or product problem - additional b5 describe event or problem - correction/additional. B6 relevant tests/laboratory data, inclu- correction. E1 initial reporter telephone number - correction. H2 correction/additional information. H6 health effect - clinical code - additional. H6 medical device problem code - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. Date of event is an approximation. On (B)(6) /2025, it was reported that the pediatric patient experienced an adverse event where the patient was using omnipod 5 and experienced an issue where the pump stopped functioning for several hours. During this time, the blood glucose monitor showed hypoglycemia, prompting the child's mother to make one or more blood glucose adjustments based on the cgm reading. The patient experienced vomiting and severe headaches. It was stated that the patient had developed ketosis (hyperglycemia). The recorded ketone level of 4.0 and 5.2 mmol/l and the blood glucose reading was 22.2 mmol/l. The patient was subsequently taken to the hospital. The patient was treated (specific treatment not reported) and discharged the same day. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. According to the patient¿s parent, on approximately (B)(6) 2025, the patient was using an omnipod 5 and experienced an issue where the pump stopped functioning for several hours. During this time, the blood glucose monitor showed hypoglycemia, prompting the child's mother to make one or more blood glucose adjustments based on the cgm reading. The patient developed ketosis (hyperglycemia) with a recorded ketone level of 5.2 mmol/l and was subsequently taken to the hospital. The patient was treated (specific treatment not reported) and discharged the same day. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.